Event description:
A healthcare worker (hcw) is reporting having health issues as a result of fumes when working with cidex opa. It is reported that the temperature of the cidex opa is high in the afternoon up to 34 degrees c. The customer has three aer machines and is not sure which one is causing the symptoms experienced. The customer requested an asp field service engineer to assess the units. This is the fourth report from this facility for a hcw who experienced symptoms of dry mouth and metallic taste in his mouth. The hcw reports allergy to shrimp and asthma since childhood (last attack-2008). The hcw did not seek medical treatment. The hcw did wear ppe. The room is reported to have 24-27 ventilation air exchanges per hour.

Event description:
The physician deployed a 3.0mm diameter x 24mm length endeavor rapid exchange (rx) drug-eluting stent to the proximal circumflex, following pre-dilatation of the lesion with a 2.5mm diameter x 15mm length balloon. No issue was reported. During the procedure, two other stents were deployed, a 2.5mm diameter x 24mm length and a 2.75mm diameter x 12mm length rapid exchange (rx) to the proximal left anterior descending and mid left anterior descending. (MFR report numbers 2953200-2010-00809 and 2953200-2010-00810). It was reported that approximately three months post-index procedure, the pt passed away from heart failure.

Manufacturer narrative:
Concomitant devices - asp automatic endoscope preprocessor (B) (4); (B) (4) and (B) (4). (B) (4) dry mouth; metal taste in mouth. Evaluated by mfg: an asp field service engineer (fse) assessed the unit(s) onsite and found the heater was disconnected in accordance with asp instructions. The fse ran an empty basin wash/disinfect test cycle. The system meets manufacturer's specifications. This is four of four 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00141; 2084725-2010-00142 and 2084725-2010-00143.

Manufacturer narrative:
Correction: changed event type to adverse event device.

Manufacturer narrative:
Correction: initial report left blank. Occupation -contact / (B)(6). Asp investigation summary: the investigation included a review of the device history, trending by product line, failure mode effects analysis, system hazard use and misuse analysis, health hazard analysis and CAPA. The DHR (device history review) review is not required, as there were no issues found with the aer units. Trending analysis was reviewed and there is not a significant trend forcidex opa solution with the problem code of hr - allergic symptoms." The fmea (failure mode effects analysis) for allergic symptoms is below the threshold of 100. The shuma (system hazard use and misuse analysis) was reviewed and the risk was assessed as a category I - broadly acceptable risk the hhe (health hazard evaluation) was reviewed and the risk index indicates the associated risk is none/negligible. The CAPA was opened to investigate healthcare worker reports of human reaction symptoms while working with cidex opa solution. Through the investigation, it was determined that inadequate ventilation and/or possibly user related issues were contributing to the majority of these reported human reaction symptoms. The instructions for use states in part, exposure to ortho-phthalaldehyde vapors may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. Vapors may aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well- ventilated area. The cidex opa instructions for use states to use cidex opa solution in a well ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthalaldehyde from the air. Based on the information provided, the assignable cause for this reported complaint is inadequate ventilation of the room. The cidex opa solution temperature can rise due to its surrounding environment and temperature, which is likely why the customer observed higher solution temperatures in the afternoons.